Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor of the device had seized, jammed, and was moving heavily. It was noted that the motor was blocked. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check function of soft mode switch (safety system), check reverse locking mechanism, and check attachment coupling with attachments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from the (B)(6) that before use on the patient it was observed that it was impossible to change the direction of rotation of the compact air drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.